Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced the needle and syringe separating/spinning out. The following information was provided by the initial reporter: the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced the needle and syringe separating/spinning out. The following information was provided by the initial reporter: the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield.

Manufacturer narrative:
H6: investigation summary bd japan received the actual sample, but only photo were sent to the manufacturing site. Two photos of 1 loose 0.3ml bd insulin syringe were provided. The customer reported about needle/shield separation from the barrel when removing the shield. The photos were reviewed, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch # 0055935 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertain to the complaint. Root cause for this defect cannot be determined. CAPA (B)(4) has been opened to address this issue. H3 other text : see h10.